Manufacturer narrative:
A ge representative contacted the customer by phone and they evaluated the system, but no conclusion can be drawn as further repair information is not available.

Event description:
It was reported that the system displayed a message stating the foot pedal x-ray button was pressed during start up; which locked up the system. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.